Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the threads were damaged and it cannot be connected with the connector. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was hard to twist on to the transfer set during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.